Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced five infusion sets bent cannula event on (B)(6) 2025.the event occurred within 3 hours of insertion. The insertion site was upper buttocks. The blood glucose level was 28 mmol/l at the time of the event due to which patient required assistance from emergency room (ER) and eventually got hospitalized and got treated with intravenous (IV) fluids of saline and insulin. Patient was found positive for ketones level and ketone levels were found to be life-threatening. The patient was released from the hospital on (B)(6) 2025. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 5. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.